Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead dislodged. Pre discharge, the patient was found to experience diaphragmatic stimulation. The left ventricular lead was turned off and there were no complications.